Event description:
It was reported that coil was fractured, elongated to the unintended site and was snared. An 18mm x 50cm interlock coil was selected for use. During the procedure, all 17 coils were deployed. However, the 18th coil was fractured in three parts while retracting post deployment. Furthermore, the coil elongated all the way from the ovarian vein to the common femoral access site. The fragment was then removed by upgrading the sheath to 6fr and inserting a snaring device to capture the faulty coil. No further patient complications were reported and the patient was fully recovered.

Event description:
It was reported that coil was fractured, elongated to the unintended site and was snared. An 18mm x 50cm interlock coil was selected for use. During the procedure, all 17 coils were deployed. However, the 18th coil was fractured in three parts while retracting post deployment. Furthermore, the coil elongated all the way from the ovarian vein to the common femoral access site. The fragment was then removed by upgrading the sheath to 6fr and inserting a snaring device to capture the faulty coil. No further patient complications were reported and the patient was fully recovered. It was further reported that half of the coil nest was in the proximal ovarian vein with a stretched coil segment, up the ovarian vein, along left renal vein, down the ivc and into the external iliac vein. The procedure was aborted after the broken coil was retrieved and no further coils were used.